Manufacturer narrative:
H11: additional manufacturer narrative: product evaluation findings: customer report of regurgitation was unable to be confirmed through visual evaluation. The x-ray demonstrated the wireform intact and commissure 3 bent inwards. A horizontal wrinkle was observed on leaflet 1 near commissure 1. Multiple suture holes were visible around the sewing ring. A suture hole was observed on commissure 1 aligned with the wrinkle on leaflet 1. A matching suture hole was observed on the opposite side of commissure 1. No other visible inconsistencies were observed on the valve. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Per the report received from netherlands, this 3300tfx29mm valve was explanted from the aortic position due to central jet across the valve, producing moderate regurgitation, as observed on transesophageal echocardiography prior to protamine administration. The surgeon further explained that the leakage was within the ring and worsened at higher blood pressure, what led to the operating team to decide replacing the device. As reported, the patient had been weaned from cardiopulmonary bypass and decannulated when the cardiologist identified a central regurgitant jet across the aortic valve. The surgeon stated that it had been a straight-forward implantation, with no traction or manipulation of the device; upon explantation, no abnormalities were observed in the valve. The patient was re-cannulated, put back on cardiopulmonary bypass, and a new 29mm bioprosthetic valve was implanted in replacement. The patient suffered no recognizable adverse effects, other than a longer operation and cross-clamp times, and recovered well following the procedure.